Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a generator change out procedure due to upgrade. Upon interrogation prior to procedure, it was noted that the left ventricular lead exhibited high capture threshold. The left ventricular lead was capped on (B)(6) 2019 and a new lead was implanted. The patient was stable post procedure.